Event description:
It was reported that an attempt to reposition the lead was unsuccessful and the lead was explanted. No further information is available as to why the lead needed to be repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.